Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reported contacted animas alleging that the patient experienced a blood glucose (bg) over 300 mg/dl with polydipsia and polyuria associated with an alleged site/set/cartridge issue. Reportedly, the patient resumed pump therapy after it was replaced and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts) it was revealed that there were air bubbles in the cartridge. The reporter stated that the pump was replaced 3 weeks ago and the issue with the air bubbles began a week and a half ago. The reporter stated that the issue began with the replacement pump and it was the cause of the patient¿s high bg and the reporter wants it replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles.